Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed using the watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds). The device was prepped in normal fashion and no air visualized. After deploying the 27mm wds and assessing the position, anchor, size, and seal (pass) criteria, the anesthesiologist noticed a potential air bubble in the laa behind the closure device. The device remained in place. A slight st segment elevation was observed on the EKG. The active clotting time (act) was 101, prompting the anesthesiologist to administer additional heparin. The closure device was released and remained stable. Upon awakening in recovery, the patient exhibited stroke symptoms, leading to the involvement of the stroke team. The patient underwent a computed tomography (CT) scan and was admitted to the neurology intensive care unit (ICU). The patient woke up a few hours later in the ICU completely intact. The physician attributed the event to the patient being under ventilation under anesthesia and the patient was hypercarbic. There were no further complications reported. It was further reported that an air embolism did not occur. The patient was found to be hypercarbic due to being under ventilation under anesthesia which caused the difficulty waking up. The patient woke up fine in the ICU and had no side effects. Patient was discharged the next day.

Manufacturer narrative:
B5 describe event or problem: updated with additional information. H6: patient code air embolism (e050301) removed.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed using the watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds). The device was prepped in normal fashion and no air visualized. After deploying the 27mm wds and assessing the position, anchor, size, and seal (pass) criteria, the anesthesiologist noticed a potential air bubble in the laa behind the closure device. The device remained in place. A slight st segment elevation was observed on the EKG. The active clotting time (act) was 101, prompting the anesthesiologist to administer additional heparin. The closure device was released and remained stable. Upon awakening in recovery, the patient exhibited stroke symptoms, leading to the involvement of the stroke team. The patient underwent a computed tomography (CT) scan and was admitted to the neurology intensive care unit (ICU). The patient woke up a few hours later in the ICU completely intact. The physician attributed the event to the patient being under ventilation under anesthesia and the patient was hypercarbic. There were no further complications reported. It was further reported that an air embolism did not occur. The patient was found to be hypercarbic due to being under ventilation under anesthesia which caused the difficulty waking up. The patient woke up fine in the ICU and had no side effects. Patient was discharged the next day.

Manufacturer narrative:
H6: patient code cerebral vascular accident (cva) (e0133) removed as per bsc medical safety review.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed using the watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds). The device was prepped in normal fashion and no air visualized. After deploying the 27mm wds and assessing the position, anchor, size, and seal (pass) criteria, the anesthesiologist noticed a potential air bubble in the laa behind the closure device. The device remained in place. A slight st segment elevation was observed on the EKG. The active clotting time (act) was 101, prompting the anesthesiologist to administer additional heparin. The closure device was released and remained stable. Upon awakening in recovery, the patient exhibited stroke symptoms, leading to the involvement of the stroke team. The patient underwent a computed tomography (CT) scan and was admitted to the neurology intensive care unit (ICU). The patient woke up a few hours later in the ICU completely intact. The physician attributed the event to the patient being under ventilation under anesthesia and the patient was hypercarbic. There were no further complications reported.